Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) heard a beeping sound. Boston scientific technical services (ts) referred the patient to the physician to check the device. It was noted that this ICD exhibited high out-of-range shock impedance measurements on the right ventricular (rv) lead. Possible causes were discussed and further evaluation was recommended. No adverse patient effects were reported.